Manufacturer narrative:
(B)(4). Insulin pump passed displacement, sleep current measurement and self tests. However, insulin pump failed active current measurement, unable to verify unexpected battery power loss alarm, problem isolated to electronic assembly.

Event description:
Information received by medtronic indicated that insulin pump keeps ringing low battery even changing to new battery, the patient has to change to a new battery every 3 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.